Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was taken out of storage mode in july of 2005 and was never used; the brady pacing had been turned off. The battery voltage is within acceptable implant range, but the field representative was uncomfortable with using the device. It will be returned for analysis.